Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a leaking homechoice cassette with air in the patient line was reported and is known to cause this alarm. The cause of the leaking and air could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on a homechoice device during peritoneal dialysis therapy. This event occurred during dwell two of five. The patient was connected at the time of the alarm. The patient stated that there was solution inside the door when the cassette was removed and observed that there was air in the patient line. There was no damage found on the cassette or tubing. The renal therapy service agent (rtsa) assisted the patient with end of therapy and discussed the use of continuous ambulatory peritoneal dialysis. The renal rtsa reviewed proper procedures with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.